Event description:
A review of the recipient's test data indicates impedance issues. Programming adjustments have been made; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b, h.6. Advanced bionics considers the investigation into this reportable event was closed. The recipient will not be explanted at this time. Additional programming adjustments were made and the recipient is using the device. The recipient will be managed per center protocols. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Corrected information: section h.6. Advanced bionics considers the investigation into this reportable event was closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.